Event description:
It was reported that during a lar procedure, the surgeon fired the device for the distal transection and used a scalpel to divide the bowel. He didn't check the staple line, and went to advance a cdh stapler into the rectum and there were no staples to be found. The distal rectum was not closed. He completed the case by hand sewing the anastomosis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.